Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed by transferring the patient to another hospital. The philips field service engineer (fse) inspected the system onsite and confirmed that the device had lost geometry movements. Upon inspection, fse determined that the power supply of r-cabinet was faulty and there was no voltage output resulting in failure of all mechanical movements. The fse replaced the dcps power supply. After replacement of dcps power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device lost geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.